Manufacturer narrative:
Correction b3: the event occurred on an unspecified date in december 2023 (omitted on initial report). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set leaked. This occurred during priming of the device for peritoneal dialysis therapy. The patient continued with the therapy using manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.